Event description:
It was reported that the customer experienced high blood glucose levels (350 mg/dl). The pump appears to be functioning as expected.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.